Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. Furthermore, the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the high capture threshold allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. Furthermore, the lead was replaced. No additional adverse patient effects were reported.